Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During a carotid endarterectomy shunt implantation the doctor immediately noticed that there was no flow through the shunt. He then noticed that the large end did not have the hole opening at the end of the shunt. Used a different lot number to complete the surgery with no impact on the pt.